Event description:
It was reported that the dyonics 25 over pressurized the shoulder, the device was not reading the pressure and flow correctly. There was no significant surgical delay. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of over pressurization could not be reproduced. Product passed functional testing per factory test with no faults or errors. Product passed functional testing during 2 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specs during all functional tests. At no time during functional testing did pump over pressurize or become intermittent or fluctuate. All functions perform as expected. Pressure readings were normal throughout burn-in on wet station. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Factors which could have contributed to the reported event include cannula settings, crimped inflow tubing, and air in the cassette.